Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with severe left ventricle dysfunction. The valve was implanted using the direct femoral basilica technique via the left subclavian artery. The valve was deployed as the patient was rapid paced. The valve was deployed successfully. Following deployment, the valve was post dilated using a 18x40 non-medtronic atlas gold balloon due to the high gradient. After the post dilation, the patient experienced clinical instability, hypotension and cardiopulmonary arrest. The cardiac arrest was not reversal and the patient subsequently died.

Manufacturer narrative:
Continuation of d10:  product ID d-evprop23-29 (lot: 0011837008); product type: 0195-heart valves; implant date ; explant date product ID l-evprop23-29 (lot: 0011870626); product type: 0195-heart valves; implant date ; explant date product ID gwbc30 (lot: 92106988); product type: 0193-guidewire; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that following the valve implant, a gradient of 20 millimeters of mercury (mm hg) was observed. When the arrest occurred, cardiopulmonary resuscitation (CPR) was performed. However, the CPR was not successful.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with severe left ventricle dysfunction. The valve was implanted using the direct femoral basilica technique via the left subclavian artery. The valve was deployed as the patient was rapid paced. The valve was deployed successfully. Following deployment, the valve was post dilated using a 18x40 non-medtronic atlas gold balloon due to the high gradient. After the post dilation, the patient experienced clinical instability, hypotension and cardiopulmonary arrest. The cardiac arrest was not reversal and the patient subsequently died. Additional information was received indicating that following the valve implant, a gradient of 20 millimeters of mercury (mm hg) was observed. When the arrest occurred, cardiopulmonary resuscitation (CPR) was performed. However, the CPR was not successful. Additional information was received that per the physician, the cause of death was cardiorespiratory arrest with pulseless electrical activity and the death was not attributed to the valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.